Manufacturer narrative:
Product ID 97745, serial# (B)(4). Product type programmer. Patient product ID 97755, serial# (B)(4). Product type recharger. Analysis found the complaint could not be verified. Analysis of the recharger found that it did not get hot. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 97745, serial# (B)(4). Product type programmer, patient product ID 97755, serial# (B)(4). Product type recharger. Analysis of the recharger found that the recharger had no anomaly. The complaint could not be verified. Analysis of the recharger found that the recharger did not get hot. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger (rtm) paddle was burning the patient while they were charging the ins, noting that this first happened "probably like 2 months ago" and 1 more time after that. The patient mentioned they had an appointment with their healthcare professional (hcp) and manufacturer representative (rep) on february 12th. Repair noted that the patient was charging laying on the rtm, they charged differently and had not done it since. A replacement rtm was sent to the patient. No further complications were reported/anticipated.